Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.

Event description:
It was reported that the pt has two bumps in the abdomen area post surgery and they have not gone away. The pt has abdominal pain and periodic temperature problems.